Event description:
Additional information was received on 2/9/2024: this was discovered during an acl reconstruction procedure. When the surgeon went to load the ar-1996cd-1 driver onto the nitnol wire, it would not advance. The driver had never been used before. They opened another new set and tried a different ar-1996cd-1, and it went up the nitnol wire with no issue. Additional information was received on 2/12/2024: per the agency manager: "I did try to run numerous wires front to back on both drivers. The new driver we tried to use interoperative was also handled by both the scrub tech and dr moser. They were at the stage of needing a screw so they were both determined to figure out how to get that driver up the nitnol wire. I had spd keep the driver out of the set so I could mess with it myself and I tried running multiple nitnol wires from the back and through the driver tip. When the replacement driver came in I did the same which is why I took a picture of the drivers so you could see. It's a tiny hole to look down but I suspect there is a metal edge that may be blocking the wires within those drivers. It's the only thing that makes sense. They were both taken directly out of the packages brand new. One was sterilized and tried in surgery for the first time and the other was a replacement straight from arthrex."

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 the complaint was confirmed. One unpacked ar-1996cd-1 serial/batch number (B)(6) was received for evaluation. Inspection of the cannulated shaft with pin gauge by drawing c0379 at revision 12. Diameter ø.048 ± .005 (tip of the shaft) found that pin gauge ø .043 does not pass throughout the entire cannulate shaft. Fail. Measurement of diameter ø .096 ±.005 found no issues; the go ø .091 pin gauge went inside the shaft without issue. However, it was also observed that the pin gauge no go ø.101 went inside the shaft at the quick connect male end. Per drawing c0379 at revision 12. Inspection requirements. Qsd-000100229 (mad-8.2.4.2-2c). General inspection standard at revision 101.0. Section mad-8.2.4.2-2c. Section. Drivers for torque inserted implants. Requirement 3. The go pin must pass through the entire cannulation where applicable. A supplier manufacturing process issue is the most likely cause for the reported failure. Refer to ncr-24852.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/9/2024, it was reported by a sales representative via (B)(4) that an ar-1996cd-1 driver, biocomposite interference screw, quick connect was unable to pass wire through. This was discovered during an unspecified time, with no reported patient harm.